Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that ongoing air bubbles were observed within the cartridge tubing. Customer performed a supply change to address the issues. There was no adverse impact to customer¿s blood glucose level.